Manufacturer narrative:
Section d9: date returned to manufacturer corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms confirmed via the submitted log files. Log files were downloaded from the returned system controller (serial number: (B)(6)) and data from the reported event dates of 05jul2024 to 09jul2024 was reviewed. At 15:16:31 on (B)(6) 2024 while connected to battery power, a backup battery fault activates due to the backup battery not passing the load test. Backup battery fault alarms due to the backup battery not passing the load test were active until 16:56:14 on (B)(6) 2024. At 08:11:54 on (B)(6) 2024 while connected to battery power, a backup battery fault activates and clears within the same second due to a backup battery circuit fault. There were no other notable events observed in the log file. Pump operation was not affected. The system controller (serial number: (B)(6)) and backup battery (serial number: (B)(6)) were returned for analysis and underwent preliminary and functional testing and passed without issue. The system controller was connected to a mock circulatory loop and was able to operate a pump without issue for extended operation. The reported backup battery fault alarms were unable to be reproduced. Additional provided information stated that the issue seemed to resolve by exchanging the primary system controller. The root cause of this event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The 11v backup battery (serial #: (B)(6)) was observed to pass all initial testing per the manufacturing datasheet. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault, power cable disconnect, and low voltage advisory alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continued to have replace backup battery (bb) alarms despite replacing the bb at their prior clinic visit on (B)(6) 2024 for the same reason. The patient stated alarms stopped after initially changing the bb on (B)(6) 2024, but then kept happening. The patient would clear the alarm with self-test but would eventually occur again. Many attempts were made to get log files from the event on (B)(6) 2024 to show the multiple alerts to replace the bb and bb fault, but the site was unable to get them to transfer. The patient was placed on a new primary system controller, and the issue seemed to resolve with the exchange. The site was to return the controller and bb.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.